Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) with an addition of an left ventricular (lv) lead. Upon opening the pocket, there was a large amount of puss/ infected bodily fluids coming out of the pocket. It was determined that the device pocket was infected. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.